Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during a stone removal procedure in the common bile duct of a male patient (patient age and weight are unknown). During introduction, it was unable to advance the stent with the push catheter guide through the endoscope. The stent and push catheter were removed from the endoscope. Upon removed the stent was noted to be over 12f and not 10f as stated by the device packaging. The procedure was successfully completed with another percuflex biliary stent introducer system and no reported patient complications.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during a stone removal procedure in the common bile duct of a male patient (patient age and weight are unknown). During introduction, it was unable to advance the stent with the push catheter guide through the endoscope. The stent and push catheter were removed from the endoscope. Upon removed the stent was noted to be over 12f and not 10f as stated by the device packaging. The procedure was successfully completed with another percuflex biliary stent introducer system and no reported patient complications.

Manufacturer narrative:
An evaluation of the returned device revealed the stent length (barb to barb) measured approximately 12cm. The outer diameter of the stent measured approximately 0.160" which meets the specification of "0.158±0.006" for a 12fr stent. The proximal and distal tips of the stent were torn/split and the distal barb was slightly torn. The condition of the returned device was consistent with the complaint incident that the stent size was 12fr but since the packaging of the device was not returned, it could not be confirmed if the product package was mislabeled with 10fr x 12cm label. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The reported lot number for the complaint is listed as 12633837. The investigation results indicated that the DHR review on the reported lot number was actually upn: (B)(4) (12fr x 12cm), (not upn (B)(4), -10fr x 12cm-, as reported by the customer). A review on the DHR also revealed no related issues to the reported complaint. As per the DHR, the labels were correctly printed for 12fr x 12cm size stents. There are no other complaints reported against the reported lot #12633837.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.